Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a faulty moab in auxiliary 1-1. A field service engineer logged in, and opened auxiliary 1.1 and removed the few cubies that could be released, then manually extracted the remaining cubies while ensuring they remained in their correct positions. After replacing the moab, reinserted all the cubies to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie malfunctioned and failed to release. The customer reported that the malfunction occurred when user trying to issue the medication to patient. There were no adverse events or injuries reported based on this incident.